Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the clinic for follow-up. Upon interrogation, it was discovered that the right ventricle lead exhibited a failure to capture. The lead was explanted and replaced. The patient's condition was unknown.

Event description:
New information noted that the right ventricle lead exhibited a high pacing impedance. The patient was in stable condition.